Manufacturer narrative:
Covidien service technician isolated the audio failure to a connection at the main pcb. The main pcb was replaced. The connecting speaker was replaced as a precaution, but it was not a failed component.

Event description:
Covidien service center in (B)(4) received a n-550 where upon repair on (B)(6) 2011, an audio failure was determined. No pt harm reported.